Event description:
A report was received that the patient's precision system was explanted due to an infection at the pocket site. The patient's symptoms included redness, warmth and drainage. The patient was hospitalized and treated with IV and oral antibiotics. The patient is reportedly doing well.